Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). All the components were removed and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The implant was replaced due to it no longer worked. During surgery it was determined that one of the cylinders had a tear in it resulting in a leak.